Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: tip breaking. Probable root cause: design: inadequate material selection to support movement/manipulation by user. Cannula tubing thickness too small to support movement/manipulation by user. Cannula size or geometry does not promote proper visualization of joint. Excessively sharp tip of cannula damages tissue. Application: excessive force; poor visualization through arthroscope. Lot number is unknown, therefore manufacture date cannot be confirmed.

Event description:
It was reported distal tip of the cannula broke off, and was left in the patient after surgery, without his knowledge. The patient returned to the surgeon with persistent pain and an xray revealed the broken distal tip in situ. The patient had to have the distal tip surgically removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported distal tip of the cannula broke off, and was left in the patient after surgery, without his knowledge. The patient returned to the surgeon with persistent pain and an xray revealed the broken distal tip in situ. The patient had to have the distal tip surgically removed.